Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was implanted. The sizing of the device was determined via intraprocedural imaging. During the procedure, the patient was given heparin, and protamine was given after the procedure. No leak was present at the time of implant. Post procedure, the patient was prescribed dual antiplatelet therapy (dapt). On (B)(6) 2024, a 45-day follow-up transesophageal echocardiogram (tee) revealed a 4mm leak on imaging. Dapt was discontinued, and the patient was prescribed rivaroxaban (xarelto). A follow-up tee was scheduled for (B)(6) 2024. The patient status was reported as stable.

Manufacturer narrative:
An event of 4 mm leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device lot/batch number was not provided, and therefore the device history record and lot-specific similar complaint could not be reviewed. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as medication was prescribed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.